Event description:
It was reported that the customer's blood glucose level displayed as "low," though the specific value was unknown. The customer consumed orange juice and used a glucagon pen to address the low blood glucose level. There was no incapacitation, and the customer did not require further assistance beyond normal support from a third party. Additionally, the healthcare provider assisted with updating necessary settings on the pump.